Event description:
Customer reported a low ma error message. No patient injury repoorted.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and performed a filament calibration.